Event description:
The end user reported that over the last two to three weeks, he sustained a small cut on his stoma that bled a little but stopped and he noticed intermittent spots of old blood on wafers. He stated that the wafers were not fitting well so he used scissors to cut the wafer. He was reviewed in the use of stomahesive powder to apply to stoma cut until healed. Plus, he was instructed on how to mold wafer and to apply pressure over stoma if it bleeds. He was further advised not to cut moldable wafers in the future.

Manufacturer narrative:
Additional information: the product associated with batch 4k02682, in this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. Correction: expiration date was incorrect on the initial MDR MFR report # 1049092-2015-00231 that was submitted on april 29, 2015. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. (B)(4).